Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer with supplemental information by a nurse from (B)(6) of peritonitis in an patient coincident with dianeal therapy for peritoneal dialysis (pd). Action taken with dianeal therapy was unknown. During a call with (B)(4)pharmacovigilance (cpv), the following was reported. On (B)(6) 2012, the patient experienced peritonitis. On that same day, the patient began treatment at home with unspecified antibiotics. The patient was not hospitalized for the event. The patient recovered from this peritonitis event.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown; therefore, manufacturer site is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). Additional information: further information was received from a nurse, which medically confirmed this report. The nurse confirmed the event, hospital admission date, and the start date of the event. The peritonitis was related to patient not taking care of himself. The nurse reported that the patient was rolling around on the floor, which resulted in the previously reported event of peritonitis. It was unknown if there was a break in aseptic technique, such as the patient being uncapped. Because the patient was switched to hemodialysis, re-training on aseptic technique was not provided. On an unknown date in (B)(6) 2012, pd catheter was removed and the dianeal therapies were withdrawn. On an unknown date in (B)(6) 2012, hemodialysis was started. On (B)(6) 2012, the patient was discharged. The patient was recovering from this peritonitis event.